Manufacturer narrative:
The customers reported issue of cracks observed in the rear case, front faceplate inserts, and handles were confirmed through visual inspection of the two received syringe modules. Syringe module s/n (B)(4) was observed to have impact damage on the lower left front cover which may have contributed to the crack observed on the top left area of the front case. The right claw was observed broken off. Syringe module s/n (B)(4) was observed with multiple impact dents which may have contributed to the cracks observed. Several of the cracks were observed near screws which may have resulted from over torquing since torque drivers were not in use. Reports from tpcs (technical practice consultant) on site observed biomed not using calibrated torque drivers. It was recommended to use only calibrated torque drives to assemble their alaris devices to prevent cracks in the insert case areas. The right claw was also observed broken off. On site tpc report showed that although the customer is cleaning with approved product (pdi super sani-cloth germicidal wipes), devices are not wiped off after recommended contact time. Recommendations have been made to follow the cleaner manufacturers instructions to avoid device damage due to improper cleaning practices. According to the date codes on the customers front cases, the plastic material in use was identified as bayblend fr110 ((B)(4)). The use of the front case plastic material fr110 was changed to valox on (B)(6) 2018 which has improved chemical resistance to cleaning agents used in hospitals. The devices were not being used for treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
(B)(4).